Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judz0180 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (judz0180) have been reported from the same facility.

Event description:
It was reported that the statlock fell off of four different patients, causing blood to leak. No other information was provided. This report addresses the third of four devices.